Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin was squirting when priming. The customer's blood glucose was unknown. The customer stated that the insulin pump rejecting new batteries, it has random no delivery alarm. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and prime/fill anomaly noted. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).